Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a meeting with the patient the scs ipg would not connect to external devices. The patient stated she had not charged the ipg for approximately four months and currently has no stimulation. Troubleshooting determined the patient's scs ipg was inoperable. Surgical intervention may be taken to address the issue.

Event description:
Additional information obtained identified this issue was also reported in MDR # 1627487-2017- 05223.